Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior); "endophthalmitis" (endophthalmitis). Product problem(s): "handpiece not working appropriately" (no code available). The customer reported the phaco handpiece was not working appropriately. No system message displayed. The handpiece was replaced and the lens was shattered and aspirated. A posterior capsular tear occurred. During the anterior vitrectomy, there was no cut rate at the beginning. Afterwards it worked fine though. The second surgery was an external cataract removal and only I/a was used. At the third cataract surgery, the handpiece was working correctly, but again there was a problem with the vitrectomy. The system seems to have a loose contact and it could not be set up. As the coagulation was needed, it did not work correctly as well and another system was used for coagulation. All other surgeries scheduled for this day were canceled and postponed to next week. The customer reported that 2 out of 3 of the pts presented with endophthalmitis. The pts were sent to another hospital for diagnosis. The cultures for both pts were negative. Additional info has been requested on the events and pt status.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problems reported. The pcb and footswitch cable were replaced. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).